Event description:
It was reported that a cypher height adjustor tip broke while putting in the screws during surgery. Another driver was used to complete the case. The surgeon was able to retrieve all fractured pieces from within the patient anatomy. Surgery was delayed for 5 minutes with no adverse events or patient impact reported.

Manufacturer narrative:
Without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent.

Event description:
It was reported that a cypher height adjustor tip broke while putting in the screws during surgery. Another driver was used to complete the case. The surgeon was able to retrieve all fractured pieces from within the patient anatomy. Surgery was delayed for 5 minutes with no adverse events or patient impact reported.

Manufacturer narrative:
Additional information. H6 adverse event problem (component codes, type of investigations, findings, conclusions). Inspection the product was not returned and no photos were provided, so an evaluation is unable to be performed. DHR review the lot number was not provided, so a DHR review could not be completed. Potential root cause a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to wear through use over time or multiple sterilization cycles. This event could also be attributed to off-axis forces applied during use. Device usage this device is used for treatment. A follow-up report will be submitted if new information is received that changes the information provided in this report.